Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned ICD data have been analyzed. The inspection of the available iegms revealed the presence of noise in the rv channel, which led to a large amount of charging cycles. In particular more than 120 charging cycles were performed by the ICD within about one hour on (B)(6) 2020. At the time of the last documented charging cycle the ICD activated the battery status eos. Based on the data, it is reasonable to assume that the eos status resulted from the fast successive charging of defibrillation shocks. There was no indication of an ICD malfunction. However, the integrity of the lead my be compromised. Should further relevant information or the devices be returned for analysis, this report will be updated.

Event description:
After an implantation period of approx. 32 months, oversensing with inappropriate therapies was reported. The patient was hospitalized. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped and the device was explanted.